Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 99 mg/dl. The customer stated that the alarm occurred during priming. The customer stated that the drive support cap was sticking. The customer stated that the pump was not dropped. The customer stated that she did not touch the drive support cap. The customer will be sent a replacement pump.